Event description:
A (B)(6) male with high-grade dysplasia in a barrett's esophagus underwent focal ablation as primary therapy, presumably due to pre-existing esophageal narrowing. At follow-up, mild dysphagia reported and narrowing of the esophagus, dilated. Subsequent focal ablation was performed to completely eradicate high-grade dysplasia. Two additional dilations were performed without incident. The physician graded severity of incident as "mild".